Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the reported information, there was the possibility that this phenomenon was attributed to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during preparation for the unspecified procedure, it was found that the lid of the subject device was broken, but there was no leakage of chemical solution. The user stated that the breakage had occurred due to an external impact by the user handling. There was no report regarding patient injury and damage of the endoscopes related to the event. Olympus service engineer checked the lid of the subject device and confirm the reported phenomenon and replaced the lid to new one by on-site repair.